Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they have a bad back and need to have an MRI but no one will do it with the leads that are still in their back. Patient said they had 3 surgeries to try and get the leads out and no one can get them out. Patient also said they talked to their urologist and they told patient to call to find out if they could get an MRI and note that the leads are "ghost leads". Agent reviewed information about MRI's with lead fragments. Patient was redirected to their healthcare provider to further address the issue, recommended pt have the doctor call tech support. Pt also noted the whole thing was never working, it never did work very well, and in 2016 they had the whole interstim removed but did not remove the leads. Pt said they think the doctor tried. Pt said they had 2 other doctors try to remove them but they could not, then neurologist removed one of them but said the other lead itself is sewn into a plastic cup which is sewed to their spine and that's why they can't pull them out and they also have a pudendal lead and no one can figure out why they have the pudendal lead. Agent reviewed it is best to have the doctor call about MRI potential. Patient called back regarding previously noted situation. Agent reviewed information about MRI's with lead fragments. Patient mentioned previously noted information. Again recommended to continue working with hcp and that hcp can call tech support to discuss situation.

Manufacturer narrative:
Continuation of d10: product ID 3889-41 lot# v285770 serial# (B)(6) 2009 product type lead product ID 3889-41 lot# v285770 serial# (B)(6) 2009. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-41 (lot: v285770); product type: 0200-lead; implant date (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they have a bad back and need to have an MRI but no one will do it with the leads that are still in their back. Patient said they had 3 surgeries to try and get the leads out and no one can get them out. Patient also said they talked to their urologist who said medtronic has a new set of guidelines for MRI's now and told patient to call medtronic to find out if they could get an MRI and tell medtronic that the leads are "ghost leads". Reviewed information about MRI's with lead fragments. Patient was redirected to their healthcare provider to further address the issue, recommended pt have the doctor call tech support. Pt also noted the whole thing was never working, it never did work very well, and in 2016 they had the whole interstim removed but did not remove the leads. Pt said they think the doctor tried. Pt said they had 2 other doctors try to remove them but they could not, then neurologist removed one of them but said the other lead itself is sewn into a plastic cup which is sewed to their spine and that's why they can't pull them out and they also have a pudendal lead and no one can figure out why they have the pudendal lead. Agent reviewed it is the best to have the doctor call medtronic tech support about MRI potential. Patient called back regarding previously noted situation. Agent reviewed information about MRI's with lead fragments. Patient mentioned previously noted information. Again recommended to continue working with hcp and that hcp can call tech support to discuss situation.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. They reported that they had a bad back and needed to have an MRI but no one would do it with the leads that were still in their back. Patient said they had 3 surgeries to try and get the leads out and no one could get them out. Patient also said they talked to their urologist who said the manufacturer had a new set of guidelines for MRI's now and told the patient to call to find out if they could get an MRI and tell the manufacturer that the leads were "ghost leads." The agent reviewed the information about MRI's with lead fragments. The patient was redirected to their healthcare provider to further address the issue, recommended the patient have the doctor call tech support. The patient mentioned other medical history: patient said their first device was in 1999, they were part of the first trials. They then had a revision in 2002 and maybe had a battery update somewhere in there. Patient said the whole thing was never working it never did work very well and in 2016 they had the device removed but did not remove the leads. They said they thought the doctor tried. Patient said they had 2 other doctors try to remove them but they could not, then the neurologist removed one of them but said the other lead itself was sewn into a plastic cup which is sewed to their spine and that was why they couldn't pull them out and they also had a pudendal lead and no one could figure out why they had the pudendal lead. Reviewed it was the best to have the doctor call tech support about the MRI potential. The patient called back on 2024-apr-11 repeating previously noted complaint. On 2024-apr-25 operative notes were received regarding the issue. It was reported that lead removal was attempted on (B)(6) 2023 for MRI compatibility. The lead on the right side appeared to be bone/suture anchored. The lead on the right side was also noted to be "very soft and almost disinteresting in nature." Another hcp came into the or for intraoperative consultation to help remove the lead. The right lead was successfully removed. Removal of the lead on the left side was attempted, however was unsuccessful as it was deemed unsafe.

Manufacturer narrative:
Continuation of d10: product ID: 3889-41, lot #: v285770, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-41, lot #: v285770, implanted: (B)(6) 2009, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.